Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. The original device history record (DHR) is no longer applicable as the device was manufactured in 2003. No previous service records were found. The device was received for evaluation, in poor condition. Functional testing: the device was filled with water and fitted with a temp check which was due for calibration. Even though the device pumped water it failed the safety/electrical test and wouldn't heat up as it should. The heater was found to be faulty. The root cause was deemed to be due to normal wear and tear, electrical short in heater. Action(s) taken to mitigate the reported issue(s): replaced assembly and performed functional testing. Device operated as intended.

Event description:
It was reported that the device was not heating. No patient injury was reported.